Event description:
A 6f angio-seal vip was selected for use and deployed, and hemostasis was achieved. Post-deployment, the pt reported groin discomfort and a pseudoaneurysm was diagnosed via doppler. Hospitalization was extended for an unk period of time.

Manufacturer narrative:
A final report will be submitted upon completion of the investigation.